Event description:
It was reported that during an implant procedure two different leads had issues retracting its helix. The leads were not used, and a new third one was ultimately implanted. The patient condition was noted as being stable.